Manufacturer narrative:
The investigation of automated impella controller (aic) - loss of opm data has been completed. During the device and data analysis was unable to reproduce the reported issue. The root cause was unable to be determined.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This is one of two devices associated with the event. Refer to manufacturing report number 1220648-2025-25755 for the report on the impella pump.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced placement signal difficulties. While investigating the impella cp complaint, it was noted there was an issue also with the automated impella controller, and a request for the return of the product from the user facility was made.